Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
The customer reported to corporate product surveillance of an anti-siphon pca combination set that has a cut in the tubing. The condition was observed during priming. The medication involved was demerol. The packaging was not damaged. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
Sheath tracked, and transcatheter heart valve deployed without issue. Upon sheath removal, there was a vascular tear on the side of the sheath tracking which required covered stents to be placed. Wire from contraleteral leg tracked through false lumen and required surgical repair at percutaneous closure site. On (B)(6) 2010 - patient noted to have compartment syndrome complicating the perforation. She had laparatomy and deteriorated and passed away. The device relationship was reported to be remote.